Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. Svc to can hv lead impedance shows upward trend and triggered an alert. Impedance test in clinic returned normal measurements. Clavicle crush is also suspected. Svc was programmed off. Patient was asymptomatic. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.